Event description:
Locking mechanism does not work. Screw is missing. There was no adverse consequence for the pt or delay in surgey or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the failure of the instrument is the consequence of the bending of the polymer when it is autoclaved. The way to attach the cover to the metal handle of the instrument was changed.